Manufacturer narrative:
Block e1: additional information: physicians email address and phone number has been added. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: the device was returned. A visual inspection showed that the catheter was kinked at the distal section. During imaging assessment, the device was connected to the controller but failed to produce an image. Functional testing demonstrated that the camera tip articulated properly; however, this did not restore image output. Electrical testing indicated that the measured values were outside the specified range. No residue was observed in the handles breakout area. Microscopic and destructive examination revealed damage to the working channel, while the camera wires showed no signs of damage. The reported complaint regarding visualization was confirmed. The most probable cause of the image failure is laser fiber activation in close proximity to the distal tip, as evidenced by the damage observed in the working channel at the distal end. Laser-related damage may have compromised the distal tip, resulting in loss of image functionality and contributing to the abnormal electrical measurements. Although the instructions for use (IFU) caution against firing a laser fiber within the working channel and specify maintaining a minimum distance of 2 mm, the analysis findings suggest that inadvertent laser activation may have occurred during use. Based on all gathered information, the probable cause selected for the image failure is "unintended user error" which indicates that the problems can be traced to an interaction between the user and device.

Event description:
It was reported to boston scientific corporation that spyscope ds ii was used during a cholangioscopy procedure for the treatment of endoscopic retrograde cholangiopancreatopography (ercp) stone on (B)(6) 2025. It was reported that the spyscope ds ii did not show any image in the first case. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that spyscope ds ii was used during a cholangioscopy procedure for the treatment of endoscopic retrograde cholangiopancreatopography (ercp) stone on (B)(6) 2025. It was reported that the spyscope ds ii did not show any image in the first case. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block e1: additional information: physicians email address and phone number has been added. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that spyscope ds ii was used during a cholangioscopy procedure for the treatment of endoscopic retrograde cholangiopancreatopography (ercp) stone on (B)(6) 2025. It was reported that the spyscope ds ii did not show any image in the first case. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.